Manufacturer narrative:
Visual inspection found no visual anomalies. Upon review of the device history record (DHR), no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. Medical safety specialist reviewed x-rays and noted ¿based on the imaging provided, I can confirm that the l2 set cap on right side is completely off. I cannot comment on the presence or lack of fusion as this is not evident on the imaging. Pre-operative film indicates a 15 degree degenerative lumbar scoliosis, for which a 2-level construct of pedicle screws, rod and set caps was used to correct. Per the imaging provided, it is possible that there is some rod slippage on the right side of construct. This could be attributed to the set screw loosening on the right side." A review with r&d manager was conducted in which no definitive conclusions can be made as the provided x-rays did not include imaging from the immediate post-operative surgery.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that patient returned for a post operative appointment four weeks after implantation and it was determined that a set screw at l2 on one side of a two level construct had backed out and separated from it's pedicle screw. Revision surgery was performed and a set screw at l3 on the same side was also found to be loose and beginning to back out. Additionally a set screw at l4 was found to be flush with its pedicle screw but it seemed to be loose. All set screws were replaced and tightened with new torque wrench handle. This medwatch report is being reported for the adverse event which involved the loosening and/or backing out of three set screws, all catalog number 179702000, lot# anpcgl, qty = 2, lot# ancd54, qty = 1. Concomitant device = torque wrench handle, 277040510.